Manufacturer narrative:
Product testing could not be performed because the product was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 20.0 diopter intraocular lens (iol) was explanted due to the lens being too near sighted for the patient. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient injury reported. The lens was replaced with the same model, a smaller 18.0 diopter lens. No further information was provided.